Manufacturer narrative:
Additional information. It was reported that the docking was performed inside a graft to avoid a level difference. It was reported that when the trigger of the external slider was pulled to retrieve the graft cover, but the graft cover did not move. After the stent graft had been deployed, the graft cover was in a lower position, so when the attempt was made to move the graft cover upwards to the original position and resolve the level difference of the delivery system for retrieval of the device, the graft cover could not be moved upwards to its original position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted in a patient for the endovascular treatment of a 109mm abdominal aortic aneurysm. It was reported that after the stent graft was successfully deployed the spindle was retracted and the entire delivery system was pulled back. When an attempt was made to perform docking inside the stent graft the graft cover could not be moved up. The entire device was therefore pulled back and when an attempt was made to remove the device the inner wall of the blood vessel at the junction of the common iliac artery to the external iliac artery was damaged. The tissue on the inner wall was intertwined in the delivery system and the delivery system could not be removed. The vessel was incised surgically, and the device was removed. Two non-medtronic devices were connected to the external iliac artery and the damaged portion was covered. The procedure was completed without any further issues. As per the physician, the cause of the event was due to the severe tortuosity from the left common iliac artery to the external iliac artery. As an attempt was made to pass the delivery system the graft cover became stuck and could not be moved. No additional clinical sequelae were reported and the patient is fine.